Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the pacemaker exhibited interrogation problem. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of interrogation problem was not confirmed. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. Analysis of device image indicated the device was within normal range of operation. Further analysis performed exhibited normal device characteristics with device able to be interrogated successfully through inductive wand and radio frequency (rf) telemetry. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.